Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not charge the ipg and the ipg became inoperable. Troubleshooting steps were taken, but the ipg would not communicate. The ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.